Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that her blood glucoses (bg) have been running high for about 10 days, in the 300+ mg/dl range, and high ketones. She has increased her basal rate 20% . She had ruled out site and set and insulin herself before the call. The patient reports she is having a strange pain in her wrist and is being tested for rheumatoid arthritis (ra), and would like to rule out the pump prior to seeing the ra specialist. Customer technical support (cts) reviewed pump and found no issues: no alarms, the bolus, basal, prime, and suspension histories are correct, as was the total daily dose. The patient is continuing on the pump, will monitor bg's and continue to work with health care provider and call back as needed. There is no indication of pump malfunction this complaint is being reported due to the allegation that a patient on insulin pump therapy experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Product analysis on 10/10/2013 with the following findings: no defect was found. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box contains dates from (B)(6) 2013. The pump was used after the original complaint date (B)(6) 2013 and all histories and black box data for event have been overwritten. Review of the available black box and alarm history show no errors or alarms related to the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates pump successfully passed a 29hr flow accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.